Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that the quality controls were out of range. The customer calibrated a new reagent lot using a new calibrator lot and the quality controls were acceptable. The customer also calibrated the cuvette and the reagent temperatures. The cause of the discordant, falsely low calcium results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on patient samples on a dimension xpand plus without hm instrument. The discordant results were reported to the physician(s), who questioned them. It is unknown if the samples were repeated and if the corrected results were issued to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.